Event description:
During the mapping of the motor threshold with the device, the patient had an almost 40-second episode (presumed a seizure) which started with stiffening throughout the body and then rhythmic bilateral generalized tonic-clonic movements in lower and upper extremities and in eyes which looked up and to the left. During the later part of the 40-sec episode, she groaned. She was unconscious for almost one minute following the episode. We called 911 and sent her to the ER to have a neurologic workup. Important points are that the patient had known vaso-vagal responses to medical procedures such as blood draws and had medical and neurologic workup which "ruled out seizures" (MRI and eeg in past). FDA safety report ID # (B)(4).